Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed by visual inspection. The downstream occlusion seal was delaminated. The downstream occlusion seal was replaced.

Event description:
It was reported that the device has a delaminated downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.